Manufacturer narrative:
(B)(4) follow up: it has been reported that black specks were observed. Due to the absence of a physical sample, a comprehensive evaluation could not be conducted. To assist in the investigation, a photograph was provided for assessment by our quality team. The photograph depicts two syringe barrels with a dark-colored speck. No other defects or imperfections were noted. A device history record review was performed for material number 309653, lot 4183135. The review did not reveal any quality issues detected during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections adhered to specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and photo sample analysis, the symptom reported by the customer is confirmed. However, without the actual physical sample, a probable root cause could not be determined.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: it was reported there are black specks. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 4183135. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #309653, lot # 4183135. It was reported by customer that they observed black specs. Verbatim: rcc received a complaint via email. Our manufacturing team observed black specs in lot 4183135. The packaging has not yet been opened, and we would like to know if we proceed with an investigation whether bd would request the syringes back, or if we can move forward with identifying the black specs ourselves.